Event description:
Reportedly, the recipient had no hearing sensation with the device. There was no accident or trauma reported. Re-implantation was performed (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the patient was a non user the last 2 years. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has been a non user for the last two years. After the user tried to wear the device again, no hearing sensation with the device was reported. Re-implantation is considered.